Event description:
A malfunction was reported with the appearance of malf 16 error code, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.